Event description:
It was reported that a clinical sales representative (csr) called in from off-site to report a fault at one of their accounts. The technical support engineer (tse) reviewed the system logs and requested the account to call in directly. Subsequently, a call was received from the operating room. The initial troubleshooting steps involved powering down the system and unplugging the system fiber cables from the video system controller (vsc). A hard power cycle was then performed on the vsc, and the components were powered on individually. However, the vsc did not complete the power-on self-test. The tse also checked the site's other dv5 system to see if the vsc from another unit could be used, but that system was in use at the time of the call. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said that the issue occurred prior to the start of the procedure and there was no patient involvement. The procedure was aborted to xi system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed the 311 errors in the logs indicating the software had converted to a non-clinical version. The fse reprogrammed the system to resolve the issue and cleaned all the blue fiber cable connections. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.